Manufacturer narrative:
The investigation of low pump flow has been completed. The data was not returned for review. Visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. The root cause of saturated flow was most likely biomaterial. Note: changed failure mode fm to saturated flow as the flow increasing to 4 l/min not dropping. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event (B)(6) 2025 and patient identifier ending in (B)(6). (This report) medical device report for the impella 5.5 serial number (B)(6) with date of the event (B)(6) 2025 and patient identifier ending in (B)(6). Medical device report for the impella rp serial number (B)(6) with date of the event (B)(6) 2025 and patient identifier ending in (B)(6).

Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced low pump flow and became hemodynamically unstable. The patient was admitted and had mitral valve replacement and was hemodynamically unstable since the surgery. The patient coded the following day after the surgery at night with ventricular fibrillation arrest. The patient was transported to the catheterization lab for a left heart catheterization and impella cp placement. Noted was left ventricular ejection fraction was 70% preoperative and 45% postoperative mitral valve replacement surgery with severe mitral regurgitation. The impella was implanted and was running on auto with flows at 3.6. The patient abruptly became hypotensive with systolic blood pressure was in the 60¿s and mean in the low 50¿s. The left ventricle waveform was above the aorta waveform, motor current over 1000, and the flow was high at 4.3 liters per minute with maximum and minimum flows of 4.3/4.0. Performance level was reduced to p-1 for crossing the valve and p-0 for explant of the device from the patient. Following, the patient was implanted with an impella 5.5 as escalation in therapy and impella rp device for right heart support. The patient was reported to be in stable condition following the event and now on bipella support.